Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a thermally damaged u612 inverting charge pump on the computer/analog pca. The root cause for the thermally damaged u612 component could not be positively identified. No adverse event resulted from the defective monitor or electrode belt.

Event description:
During an investigation into an unrelated issue, a reportable problem was found. Monitor sn (B)(4) failed incoming functionality testing.